Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant gluc3 glucose hk gen.3 results for 1 patient sample on a cobas 6000 c (501) module. The initial glucose result was 156 mg/dl and the repeat result was 77 mg/dl. There was no allegation of an adverse event. No erroneous results were reported outside of the laboratory. The probe was cleaned and the investigation determined that the issue was resolved by the maintenance. The glucose reagent lot number and expiration date were not provided.